Event description:
It was reported that the pump was refilled on (B)(6) 2012 with the wrong drug, morphine instead of dilaudid. It was indicated that the drug was to be removed and replaced as of the date of this report. There was no therapy or medical problem. Per healthcare provider (hcp) morphine had not reached the tip of the catheter yet. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter model: 8596, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.